Manufacturer narrative:
DHR review: part number: 225024; supplier lot number: 1321014; qty of lot (B)(4); release to warehouse date: 6/3/13; manufacturing date: 6/3/13; expiration date: n/a; supplier: (B)(4); manufacturing site: (B)(4); any anomalies or discrepancies in the manufacture of the lot: no. Fault confirmed after testing and diagnostics replaced faulty psu board assembly. Replaced 2 missing rubber mounting feet. Full testing and verification performed in accordance with manufacturers requirements = passed. Electrical safety test performed = passed. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that the during the case the pedal would not work so they used a wired pedal. Then when we went to switch to the backup generator to test the back up wireless pedal the generator (spare one) did not work. When plugged it in just kept flashing. There was a 5 minutes delay and no adverse event. Finished with same like product.